Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the attachment was stuck due to corroded bearings. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the bearing was not functioning and was defective on the oscillating saw attachment device. It was further determined that the device had corroded parts. It was further determined during the pre-repair diagnostics assessment that the device failed for general condition and for check the machine coupling. It was noted on the service order that the device got very hot during use, it jammed and then stopped. It was further reported that the device worked again after it cooled down. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.